Event description:
Additional information was received indicating that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5 and h1.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that increased capture threshold and increased defibrillation impedance were observed on the right ventricular (rv) lead. The device was reprogrammed as an interim solution and a lead revision procedure is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.